Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of device migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator had difficulty charging the device due to the battery being flipped. The patient was satisfied with therapy but no longer wants to manage charging and requested a non-chargeable or upgraded battery. The lead was functioning properly and did not require replacement. The issue was with the battery, which had flipped in the patient's body and made it difficult to connect to the charger. A battery replacement procedure was performed, and only the battery was replaced while the lead remained implanted. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator had difficulty charging the device due to the battery being flipped. The patient was satisfied with therapy but no longer wants to manage charging and requested a non-chargeable or upgraded battery. The lead was functioning properly and did not require replacement. The issue was with the battery, which had flipped in the patient's body and made it difficult to connect to the charger. A battery replacement procedure was performed, and only the battery was replaced while the lead remained implanted. There were no additional patient complications.